Manufacturer narrative:
One (1) swiss plus cement-retained restoration was returned for inspection with two pieces of removed crown. A visual inspection revealed that the restoration platform is noted to be chipped, and the retaining screw is stripped and cannot be removed to inspect the internal drive surface of the abutment. The threads of the screw are slightly worn but do not appear to be damaged. The mating implant for this case was not returned for inspection. Therefore the complaint is considered confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A probable root cause could not be determined.

Event description:
Dr.´indicated damaged threads in the abutment (opa/5) due to the abutment screw becoming loose.

Manufacturer narrative:
One swissplus® cement-retained restoration was returned for inspection with two pieces of removed crown. A visual inspection revealed that the restoration platform is noted to be chipped, and the retaining screw is stripped and cannot be removed to inspect the internal drive surface of the abutment. The threads of the screw are slightly worn but do not appear to be damaged. The mating implant for this case was not returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complaint alleges the threads of the abutment were damaged. Reported complaint was unconfirmed upon inspection. A probable root cause could not be determined for the reported condition, as the alleged complaint remains unconfirmed following inspection. However, it was found that the octagon head of the screw was stripped and could not be removed. This inspected condition of the device is therefore considered confirmed.

Event description:
Dr.´indicated damaged threads in the abutment (opa/5) due to the abutment screw becoming loose. The doctor confirmed that lot number of the abutment is not available anymore, as products were placed by another dentist. The doctor reported that 32 ncm torque was used to place the abutment in the presence of territory manager.